Manufacturer narrative:
An event regarding an alleged dislocation involving an accolade plus tmzf hip stem #2 was reported. Conclusion: based on the provided information, the surgeon replaced all components because they were malpositioned and recently implanted. There was no indication that the accolade plus hip stem contributed to dislocation. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon stated patient has dislocated 3 times two weeks post surgery. Implants are malpositioned and there is no fault of device. Nothing is broken, but components were easily extracted because they were implanted 2 weeks ago. Right side.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Surgeon stated patient has dislocated 3 times two weeks post surgery. Implants are malpositioned and there is no fault of device. Nothing is broken, but components were easily extracted because they were implanted 2 weeks ago. Right side.